Event description:
It was reported that the pt's device pocket site was oozing since implantation. She had been using applying hydrogen peroxide 2 to 3 times a day but the incision would not close. No fever was present but two physicians indicated that it was infected any may need to come out. It was noted that the device therapy did her "much good". She was re-directed to her physician. The physician confirmed the device pocket drainage, erosion and that it was the primary source of the infection with a culture taken. Perioperative antibiotics were administered. The pt was treated with IV and oral antibiotics and device system was explanted. The infection resolved.

Manufacturer narrative:
(B) (4).